Event description:
Pt developed cultured proven fungal keratitis of the left eye after use of renu multipurose contact lens solution with moisture loc for one month. No evidence of infection in the right eye. Pt was treated by optometrist who started therapy with moxifloxacin eye drops and prednisolone acetate 1% with no improvement of symptoms. Pt was referred for further eval at ophthalmologist who referred to cornea specialist (myself). I saw pt on 4/28/06 and took cultures which were reported as fungal elements on preliminary report followed by confirmed culture of fusarium. Event did not abate after use stopped.